Manufacturer narrative:
Per the instructions for use, conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty, the use of anesthesia, and the overall tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's underlying heart disease may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The patient developed heart block eight days post implantation of a sapien valve, requiring a permanent pacemaker. Additional information revealed the patient underwent a transapical aortic valve replacement with no complications; however, experienced multiple post-operative complications unrelated to the sapien valve. Tee 14 days post procedure showed the valve opened freely, with mild pvl. The patient ultimately expired 17 days post procedure unrelated to the valve.

Event description:
As reported to the edwards implant patient registry (ipr) by the implanting hospital, the patient expired 18 days post transcatheter aortic valve replacement (tavr). No additional information has been provided. Multiple attempts to obtain additional information have been unsuccessful at this time.

Manufacturer narrative:
The investigation is ongoing.